Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen., abnorm. Bleed') in an adult female patient who had essure (batch no. C98077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, vaginitis, heartburn, muscle weakness, sore throat, constipation, low back pain, insomnia, dysuria, tenderness, leiomyoma nos, fibroids and grand multiparity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems - vag. Infect, vag. Discharge"), vaginal discharge ("bladder/urinary problems - vag. Infect, vag. Discharge"), loss of libido ("hormonal changes describe: loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018, hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved and the depression, loss of libido and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury, bladder/urinary prob. Discrepancy noted in essure confirmation test(s) conducted, specify-she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: a. Left fallopian tube: unremarkable fallopian tube. B. Right fallopian tube and paratubal cyst: fallopian tube and benign serous cyst c. Uterus, cervix and fibroid: uterus with benign endometrium and leiomyomas. Cervix with chronic cervicitis. Clinical information: procedure: laparoscopic assisted vaginal hysterectomy, total abdominal hysterectomy, bilateral salpingectomy, right paratubal cystectomy. Pre-operative diagnosis: pelvic pain. Ultrasound scan vagina - on (B)(6) 2017: impression: 1. Subserosal fibroid on the left body. 2. Thickened endometrial stripe measuring up to 1.2 cm. Correlation with menstrual cycle. 3. Both adnexa are not visualized. Technique: routine craniocaudal and medio lateral oblique views of each breast were obtained. Digital mammogram with cad was performed. Impression: two nodular densities in the right deep axillary tail. Ultrasound performed today only demonstrated a single cy!;t at 10 o'clock axis measuring up to 0.4 cm. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pain pelvic, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: new pfs and mr received- hormonal changes describe: loss of libido, abnormal bleeding (vaginal), psychological or psychiatric psychological or psychiatric condition: depression and mental anguish.lot number and concomitant conditions, reporters information wee added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen., abnorm. Bleed') in an adult female patient who had essure (batch no: c98077-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, vaginitis, heartburn, muscle weakness, sore throat, constipation, low back pain, insomnia, dysuria, tenderness, leiomyoma nos, fibroids and grand multiparity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems - vag. Infect, vag. Discharge"), vaginal discharge ("bladder/urinary problems - vag. Infect, vag. Discharge"), loss of libido ("hormonal changes describe: loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018, hyst. (Full), salping(bilateral). Essure was removed on 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved and the depression, loss of libido and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury, bladder/urinary prob. Discrepancy noted in essure confirmation test(s) conducted, specify-she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Pathology test: on (B)(6) 2018: diagnosis: a. Left fallopian tube: unremarkable fallopian tube. B. Right fallopian tube and paratubal cyst: fallopian tube and benign serous cyst. C. Uterus, cervix and fibroid: uterus with benign endometrium and leiomyomas. Cervix with chronic cervicitis. Clinical information: procedure: laparoscopic assisted vaginal hysterectomy, total abdominal hysterectomy, bilateral salpingectomy, right paratubal cystectomy. Pre-operative diagnosis: pelvic pain. Ultrasound scan vagina: on (B)(6) 2017: impression: 1. Subserosal fibroid on the left body. 2. Thickened endometrial stripe measuring up to 1.2 cm. Correlation with menstrual cycle. 3. Both adnexa are not visualized. Technique: r:outine craniocaudal and medio lateral oblique views of each breast were obtained. Digital mammogram with cad was performed. Impression: two nodular densities in the right deep axillary tail. Ultrasound performed today only demonstrated a single cy!;t at 10 o'clock axis measuring up to 0.4 cm. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ pain pelvic, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen., abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal infection ("bladder / urinary problems - vag. Infect, vag. Discharge") and vaginal discharge ("bladder / urinary problems - vag. Infect, vag. Discharge"). The patient was treated with surgery (on (B)(6) 2018, hyst. (Full), salpingo (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury, bladder / urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: plaintiff fact sheet received. Events: abdominal pain, dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), gen., abnormal. Bleed, psych injury, bladder / urinary problems - vag. Infect, vag. Discharge were added. Event outcome was added for the events: abdominal pain, dysmenorrhea, menorrhagia, gen., abnormal. Bleed, vaginal infection, vaginal discharge. Event outcome was updated for the event pelvic pain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.